Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results from two different patient samples that were generated by the access 2 instrument. Patient a: a sample was tested for accu tnl and a result of 0.03ng/ml was obtained. A 2nd sample was collected from the patient a few hours later and tested for accu tnl; the result was 0.60ng/ml. A third sample was collected on the same day and tested for accu tnl and a result of 0.03ng/ml was obtained. The customer then re-tested the 2nd sample for accu tnl and the repeated result was 0.03ng/ml. Patient b: a sample was tested for accut tnl and a result of 0.00ng/ml was obtained. The customer placed a new reagent pack on the instrument and then re-tested the original sample for accu tnl. The repeated accu tnl result was 18.85ng/ml. The customer indicated that the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after the event. System check performed on 12/01/2006, at 08:17 passed. The specimens were collected in lithium heparin tubes without gel separator and centrifuged at 4,500 rpm for 5 minutes. A field service engineer (fse) was dispatched to customer's lab on 12/05/2006. The fse asked customer to run diagnostic testing which passed. The fse performed accu tnl precision testing and results passed within specifications. The fse verified the instrument performance per established procedures. The clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.